Event description:
Over correction was detected in subject on tether from t10-l3 on (B)(6) 2024 and monitored for changes until their next visit. Dr. (B)(6) recommended a tether revision once the overcorrection progressed to 21 degrees at the subject's visit on (B)(6) 2024. Dr. (B)(6) released the tether on t10-l2 during the revision on (B)(6) 2024.